Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer (a child) awoke not feeling well and upon sensor scan received a "replace sensor" message after 10 days of sensor wear. As sensor scan results were unable to be obtained, a capillary glucose test was performed and a reading of 27 mg/dl was obtained on an unspecified device and customer was administered a glucagon injection by caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer (a child) awoke not feeling well and upon sensor scan received a "replace sensor" message after 10 days of sensor wear. As sensor scan results were unable to be obtained, a capillary glucose test was performed and a reading of 27 mg/dl was obtained on an unspecified device and customer was administered a glucagon injection by caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer (a child) awoke not feeling well and upon sensor scan received a "replace sensor" message after 10 days of sensor wear. As sensor scan results were unable to be obtained, a capillary glucose test was performed and a reading of 27 mg/dl was obtained on an unspecified device and customer was administered a glucagon injection by caregiver. There was no report of death or permanent impairment associated with this event.